Manufacturer narrative:
H4: the device was manufactured from august 11, 2022 - august 12, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was within product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused; the medication time took 6 hours longer than expected. This was observed during patient infusion. The device was filled with fluorouracil (5fu) and saline to a total fill volume of 115ml (87.2ml 5fu and 27.8ml saline). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.